Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 400 mg/dl. Customer also stated that hairline cracks from esc button to back of reservoir area also top edge of reservoir area had missing pieces. Customer also stated that motor has gotten louder for priming process. The device will not be return for analysis.